Event description:
It was reported that the system was explanted because the lead had migrated. The patient had surgery 4 times before. No patient symptoms of device troubleshooting was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.